Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011. Subsequently, a revision procedure was performed on (B)(6), 2011 to address aseptic loosening. Only the polyethylene patella is biomet manufactured.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2011 and that a revision procedure is scheduled for (B)(6), 2011 to address aseptic loosening. Only the polyethylene patella is biomet manufactured.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity. Date of event - a revision surgery is scheduled for (B)(4), 2011. Date explanted - component has not been revised to date. A revision surgery is scheduled for (B)(4), 2011. Should additional information be received, a supplemental report will be forwarded to the FDA. This report filed (B)(4), 2011.

Manufacturer narrative:
Additional information received indicated that a revision procedure occurred on (B)(4), 2011. No further information has been provided. This report filed (B)(4), 2011.